Manufacturer narrative:
Per results relayed by the engineer: dimensional analysis on ring groove of tray (diameter and width) and found to be conforming. Ring was unable to be measured due to it being removed from tray and exhibited galling and bending from removal. Bearing was not returned for evaluation. It appears that the alignment of the tray and bearing was off which could cause the ring to bend during assembly. Risks associated with reported condition are addressed through the warnings in the package insert as a part of design control risk management. Review of device history records found these units were released to distribution with an unrelated deviation or anomaly. Review of complaint history found no additional issues for this part/lot. Sales rep notified of the investigation. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. This report is being submitted late as it has been identified in remediation.

Event description:
During an initial shoulder procedure on (B)(6), the humeral bearing inserter bent the locking ring. The rep had to open another tray to complete the procedure. The instrument was not used again. There was a 5-10 minute delay while another tray was opened.